Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy according to the reporter: when the bag was released inside of the cavity, a doctor found a hole in th bag. No patient harm.